Event description:
It was reported that the patient presented to the hospital after an episode of syncope and loss of consciousness. It was discovered that this subcutaneous implantable cardioverter defibrillator (s-ICD) system had delivered an inappropriate shock due to t-wave oversensing during the patient's supraventricular tachycardia (svt) arrhythmia. This shock accelerated the rhythm into ventricular fibrillation (vf). Additional shocks from the device converted the rhythm successfully. It was noted that the r-wave amplitude was too low for reprogramming. Therefore, this s-ICD system was deactivated and surgically abandoned. A new transvenous ICD system was placed at this time to better suit the patient. No additional adverse patient effects were reported.